Manufacturer narrative:
Additional information: investigation results: the perforator gb304r with the serial number (B)(6) was manufactured on 09.12.2019 and delivered on the 27.01.2020. According to the database, one repair/maintenance (re-grinding of the cutting edges) took place in october 2021. Since that, no further repairs/maintenances took place. Visual inspection of the cutting edges shows signs of wear. The outer sleeve shows abrasion/wear. The laser marking on the outer housing is barely readable due to abrasion/wear. The relevant dimensions of the cutting edges were measured using a profile projector. They correspond to the specifications. The function of the perforator is given according to the internal test method. The release function complies with the specifications and works properly. The cutter stops immediately after breakthrough of the test medium. No function deviation could be detected. Batch history review: a review of the device history records was not performed. There are no similar complaints against the same lot number with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: there is no indication for a product failure and the complaint could not be confirmed. Besides signs of wear, no failure could be detected. The perforator works as intended. However, a re-grinding is recommended. Information can be found in the instructions for use (IFU; no. Ta005814 2020-09) regarding functional checks and the cutting edges. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product gb304r - cranial perforator 12/15mm hudson shank. According to the complaint description, the safety mechanism of the blade did not operate properly, resulting in damage to the patient's dura. The craniotome blade advanced beyond the skull into the dura mater, however, the damaged duramater was repairable. This event occured during surgery when the surgeon was trying to drill a hole in the skull. The blade was used with elan4 perforator. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference: (B)(4).